Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the transducer shocked the patient. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the nurse lead (nl) who was onsite and helped with the troubleshooting after the issue occurred. The nl indicated one of the other nurse staff (ns) administered the nonstress test (nst) on the patient who was pregnant with twins. The two ultrasound transducers were in use when after a minute the patient asked the nl if there should be a buzzing or tingling sensation during the nst. She pointed to the ¿bad¿ transducer and the nl removed it immediately. The nl put the bad transducer on her own palm, and also felt what the patient was describing. The nl described the feeling to be more like a constant prickling feel and it wasn¿t overtly painful. The patient was not harmed and required no treatment. The nl reported they continued the patient¿s nst on a different monitor and attempted to troubleshoot the problem. They unplugged the transducer from the fetal monitor and tried it in a different port. We could not replicate the sensation. They also tried plugging it back into the initial port, and it felt fine. The transducer had recently been received back from repair with a slight crack on the case. They sent the cracked transducer back for repair. The nl and staff wondered if perhaps the transducer was not plugged all the way into the port, and that caused the problem. The fetal monitor itself seems to be working fine. The customer replaced the faulty ultrasound transducer with a new one to resolve the issue. The customer sent the faulty ultrasound transducer to the bench for further evaluation and the bench repair technician (brt) confirmed the device to have crystal defects caused by decreasing bond of the piezo crystals due to aging process. The faulty part was later scrapped.